Manufacturer narrative:
A philips remote service engineer (rse) talked to the customer to troubleshoot the issue. The rse along with the customer found that the issue occurred due to the default audio settings of the system. Once the biomedical engineer (biomed) changed the audio settings the audio issue no longer occurred. There was no product malfunction. The audio issue occurred due to configuration issues that occurred unexpectedly. The biomed resolved the issue by changing the audio configurations. The device remains onsite and in use.

Event description:
The customer reported that their patient information center ix (pic ix) had failed to audibly alarm. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.